Event description:
I had essure permanent contraceptive implanted in early 2007. Within weeks I broke out in a rash on my right leg and I was treated for eczema, which I never had prior to the implants. Over the past 10 plus years, I have suffered from worsening cramps when I have my menstrual cycle, large clots, pelvic pain, pain during intercourse, at times painful bowel movements/gas. I was diagnosed with endometriosis in approx 2014. I have migraines several days a week and have developed anxiety. I have been under the care of a neurologist since spring 2017. I have continuous tenderness under my left arm pit, pain in the area of my ovaries, vision has declined. I am constantly exhausted no matter how mush sleep I get, my joints ache. In (B)(6) 2016, I was told I had stenosis in my cervical spine and deteriorating discs, my joints hurt and I experience tingling in my fingers. I have worsening brain fog and my hair is thinning.